Event description:
A malfunction code, identified as malf 16, was reported, and it was confirmed that the pump could not be reset. No notable events occurred prior to this incident, and it is unknown if the issue affected the customer's blood glucose levels. Customer decided to use multiple daily injections (mdi) as a backup insulin therapy. Technical support arranged a replacement pump and confirmed the shipping address. The customer was instructed on putting the malfunctioning pump into storage mode and returning it using a pre-paid label, which they acknowledged and agreed to do.